Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: moisture was observed behind the pump display lens. A leak test was performed and the display lens was found to be leaking. The pump was unable to power on. The pump was opened and moisture damage was observed inside the pump.

Event description:
The patient's mother reported that the patient received an occlusion alarm approximately 2 hours prior, they decided to change the battery and now the pump has no power.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).